Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's tip had sharp edges irritating the throat of the patient. Irritation described as scratchy when the neck or head was moving and uneasy to speak. The patient's tube was replaced with new one to resolve the issue.